Event description:
On 12/16, the pt began feeling ill with nausea and vomiting. His meter readings throughout the day on his meter were 44, 234 and 240 mg/dl (normal dosages of insulin were taken). He continued to vomit throughout the night and at 6/a the following morning (12/17), the paramedics were called. The pt's blood glucose reading on his meter at 6:55/a was 261 mg/dl, while a 7:15/a reading on the paramedic's meter was "high." He was treated with IV and "some other medications" and transported to the hosp. Upon arrival, his blood sugar was "1044 or 1400." He was given an injection of unk contents and admitted to ICU. Although the meter is cleaned according to MFR's recommendations, it is cleaned only when it displays "clean test ares." The meter was in calibration on 12/17, reading 85 versus a range of 73-98.